Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not receiving blood glucose alerts as expected. The customer experienced a low blood glucose (bg) level of 48 mg/dl. Customer consumed carbohydrates, glucose tables, and juice to address bg. Tandem technical support assisted the customer in adjusting alert settings to alert the customer as expected.